Manufacturer narrative:
Trackwise#: (B)(4). The lot # 3000310938 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
The hospital reported that a hst iii system (4.3mm) used for coronary artery bypass procedure failed (e.g. Broke, couldn't get it to work or stopped working).

Manufacturer narrative:
Tw ID# (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.